Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the patient was not continent following the implantation of their existing aus. The existing aus was explanted and replaced with a new aus consisting of two 4.0 cm cuffs, a pump, and a balloon. No patient complications were reported during the procedure. The explanted components were returned for analysis.

Manufacturer narrative:
Investigation results: cuff: the complaint component was returned and analyzed, and the reported allegation of recurring incontinence could not be confirmed via product analysis. However, analysis identified fluid loss as the result of wear at the corner of a fold in the occlusive cuff shell. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Ballon, pump: the complaint component was returned and analyzed, and the reported allegation of recurring incontinence could not be confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the patient was not continent following the implantation of their existing aus. The existing aus was explanted and replaced with a new aus consisting of two 4.0 cm cuffs, a pump, and a balloon. No patient complications were reported during the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.